Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Manufacturer narrative:
A persistent service code was identified by the AED, which led to a recommendation for the device to be removed from service and returned for further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Evaluation confirmed that a component had sustained damage attributed to the device experiencing a drop or significant impact.